Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on 16-nov-2022. The device evaluation was completed on 15-dec-2022. A visual inspection was performed in accordance with bwi procedures. Visual analysis of the returned device revealed a hole on the pebax. A manufacturing record evaluation was performed for lot 30880823l and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. Reddish material on pebax could be related to the usage of the device during procedure however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that according to the physician, after the stsf ablation catheter had been removed from the body, they noticed there was blood in the internal portion of the porous part of the tip of the stsf ablation catheter. The catheter was replaced, and the procedure was continued. No adverse patient consequences were reported. The stsf ablation catheter was inserted into the patient¿s body and used for ablation in the right atrium. There were no errors or alerts on carto or on the smartablate generator or pump while ablating. The stsf ablation catheter was removed from the body to exchange for a mapping catheter as per the physician¿s workflow. When the stsf ablation catheter was removed, the physician noticed there was blood inside of the catheter. The blood was located below the porous tip, in the clear area that houses the spring and sensors. The physician tried to wipe the blood off to make sure it was internal, and the blood remained. There was no visible char on the catheter when it was removed from the body. The catheter was flushed using the smartablate irrigation pump. The catheter flushed normally, with no blockage to the irrigation ports. Flushing the catheter did not clear the blood. There was no difficulty maneuvering the catheter or withdrawing the catheter. It could not be seen if the catheter spring was damaged. The foreign material inside the pebax - no external damage issue was assessed as not MDR reportable. Foreign material was found underneath the pebax. However, there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 15-dec-2022 that there was a reddish material and a hole on the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 15-dec-2022.